Event description:
Seven separate incidents (within two months) of this tubing (60" high flow rate IV extension set) cracking or breaking off where it connects to the main intravenous (IV) line. Described by staff as "cracking" or "crumbling".